Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing broke at the connection of the back check valve and chemotherapy infusion was flowing onto floor. Did not come in contact with patient or nurse. No injury reported.